Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed section h6 has been updated in this report .

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the device was not working, device was not turned on/device was not functioning, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Additional information was received about the allegation of inflammatory response. The section e1 was updated. Section h6 health effects: clinical codes, medical device problem code has been updated in this report.